Event description:
October 2005 hemoglide inserted, blood leaking from catheter site noted in 2006, it would stop after dialysis then they stated it seemed to get worse in 02/06. They said blood gushing out when dialysis in progress, so dialysis stopped, catheter x-rayed and removed. Small split noted on catheter tubing about 1 cm in length.